Event description:
During a ureteric stent placement procedure, the ureteric stent was placed in the correct position. One string was cut in order to remove from the device, however, difficulty was experienced in removal and when it did exit, it removed the stent from its correct position. The nephrostomy catheters were placed as a result. Info was later provided that the initial stent was left inside the pt and a second nephrostomy catheter was placed. No adverse circumstances to the pt.